Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Nothing has been done to resolve the pain and volume discrepancies and the patient has to go see their pain doctor in a week to find out where to go from there and how to fix their pump either by replacing the pump or catheter. The issue hasn't been resolved and their issues are still ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-sep-17 from a representative reported even though there was no report of a motor stall in the log when the provider¿s office went to take medication out of the pump, the pump was still full at 40 ml. The representative would contact the provider¿s office again to see if they could get a copy of the log from (B)(6)2017. It was unknown if the cause of the motor stall was determined. The representative reported the alarm on (B)(6)2017 was for empty reservoir, but when the provider¿s office went to take drug out of the pump, the pump was still full at 40 ml. The pump was emptied of drug, filled with saline, and set to minimum rate. The patient was being managed with oral medications. 40 ml of drug was taken out of the pump on (B)(6)2017. The cause of the volume discrepancies was not determined. It was unknown if the pump was going to be returned for analysis.

Event description:
Information was received regarding a consumer receiving hydromorphone [10 mg/ml] at a rate of 9.009 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that their pump failed in (B)(6) 2017 and was in a horrendous amount of pain and felt like the pump was not working. At an appointment they removed 39 cc of 40 cc and it had been 4 weeks since a refill. The physician pulled out more than expected and pulled out almost what was put in the pump at refill. The patient was nothaving dizziness and said that there has not been an alarm from the pump. When the pump is checked it shows as running normal and mentioned that the healthcare provider (hcp) wanted to do a nuclear study. Their alarm is now sounding from the pump and it started on (B)(6) 2017 because the pump should have been refilled. The patient is waiting to have surgery scheduled. Additional information was received on (B)(6) 2017 from a healthcare provider (hcp) via a manufacturer's representative (rep). It was stated that the patient reported that their pump was alarming. The hcp also reported that, on (B)(6) 2017, there was a significant difference in the volume displayed versus what was extracted from the pump during a pump refill. A catheter dye studywas ordered at that time, but it was never performed. On (B)(6) 2017, the patient underwent gastric surgery. On (B)(6) 2017, it was reported that a motor stall occurred and the pump was alarming. It was unknown if any environmental/external/patient factors might have led or contributed to the issue. No troubleshooting had been performed by a rep at the time of the report, though the rep was working on further contact with the office and the patient on (B)(6) 2017. It was unknown if the issue was resolved at the time of the report. The patient's weight and medical history were unknown. It was unknown if surgical intervention was planned, but surgical intervention had not occurred at the time of the report. The patient's status was listed as "alive-no injury" no further complications were reported. Additional information was received from a manufacturer representative. It was reported that the patient was met on (B)(6) 2017 and after interrogating the pump logs showed both a low pump alarm and empty pump alarm. There was no log of a motor stall occurring, however the provider decided to remove drug from the pump and 40 cc's of drug was emptied that was originally filled back in (B)(6) 2017. Because of this the provider decided to fill the pump with presevative free (pf) saline and set the pump to minimum rate until the surgeon returns. Then they will decide how to proceed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.